Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from an individual patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause cannot be determined. A sub-optimal calibration event and improper cartridge handling protocol cannot be ruled out as contributing factors there was no evidence to suggest that the vitros na+ reagent or the vitros 5600 integrated system malfunctioned. A definitive assignable cause was not identified.

Event description:
A customer obtained a lower than expected vitros na+ result from a patient sample when tested on a vitros 5600 integrated system. The following result breached vitros na+ potential health and safety criteria: patient sample vitros na+ result of 144 mmol/l versus expected result of 160 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The na+ patient sample result was not reported outside of the laboratory. There were no allegations of patient harm as a result of this event. (B)(4).